Manufacturer narrative:
The device has been returned for analysis, but requires additional investigation which is not complete at this time. A follow up report will be submitted after evaluation is completed.

Event description:
It was reported physician couldn't find one marker on the catherter under digital subtraction angiography (dsa). No complications were reported to have occurred with the patient as a result of this event.